Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "cassette not attached properly." Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that there was cassette alarm error. The event occurred during testing. There was no patient involvement.